Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. The device history report (DHR) review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. Both seals were intact. Top and bottom cases are in excellent condition. No visible contamination. Check syringe plunger sensor was found in the event history log. Check syringe plunger sensor found during syringe test. The root cause of the reported issue was found to be that the plunger head mount. Dowl pin came out of plunger head mount. Replaced plunger head mount and dowl pin. Performed calibration on the pump and passed all the functional tests.

Event description:
It was reported that the plunger holder was not working. No patient injury was reported.